Manufacturer narrative:
The device was received. The investigation is not completed.

Event description:
The customer contact reported the shut-off valve of the soluset did not close. The soluset was being used to deliver an unspecified solution. After an unspecified length of time in use, the solution emptied from the soluset and the shut off valve remained "in the vertical position, attached to the side." The soluset was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.